Event description:
It was reported that the patient complained of being uncomfortable during unipolar pacing and felt "sluggish". It was also reported there was a lead warning on the right ventricular (rv) lead due to low impedance. It was further noted the lead had low sensing values and high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.